Event description:
Mother called to report high bg readings (398-474 mg/dl). After initiating bolus, the pod alarmed with occlusion. Pod was delivering insulin when pod alarmed. Mother activated another pod. Sent suspect pod back for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.